Event description:
Customer reported no reactivity with a pt sample containing anti-e and vrc123 cell 6 (untreated). Customer uses the untreated panel as their primary panel. Customer stated reactivity was observed with vrc123 cell 6 (treated). Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.